Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided picture identified the drill is fractured along the shaft of the device. As the instrument was not returned further evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is confirmed with the provided picture. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit snapped in half when drilling the superior lug hole of the oxford femur. No known impact or consequence to the patient. Attempts to obtain additional information have been made; however, no more information is available.